Event description:
It was reported bd intima-ii 22gax1.00in prn slm had open packaging, compromising the sterility of the product. The following information was provided by the initial reporter, translated from (B)(6): "it happened in the department of nephrology, when the nurse took out the product from the cabinet and found a cockroach in the damaged packaging"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9106862. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was submitted to our facility for review. Our engineers noted that the packaging film had been breached and appeared to have sustained bite marks along the breach; the packaging unit itself contained the husk of an expired insect and several eggs. Based on this information our engineers have determined that the root cause for this event is related to the storage conditions of the device after leaving the manufacturing facility. Our engineers have reviewed the storage conditions at our facility and the available retention samples. No abnormalities were noted in either the samples our in our processes that would have led to the observed non-conformance. Our engineers were not able to associate this event with the manufacturing process.

Event description:
It was reported bd intima-ii 22gax1.00in prn slm had open packaging, compromising the sterility of the product. The following information was provided by the initial reporter, translated from chinese: "it happened in the department of nephrology, when the nurse took out the product from the cabinet and found a cockroach in the damaged packaging."